Manufacturer narrative:
The lot number for the malfunctions was provided, therefore a lot history review was performed. The devices were not returned for evaluation, therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model c1410a biopsy instrument allegedly experienced difficulty to remove. This information was received from one source. The malfunctions involved the same patient with no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) kgs.